Manufacturer narrative:
Explanted devices are in transit to the firm. This report will be amended when our investigation is complete.

Event description:
It was reported that ncb distal femur plate broke. Distal femur ncb plate was noted on x-ray. Pt taken to surgery for removal of plates and screws.